Manufacturer narrative:
The albumin reagent lot number was 74634601, with an expiration date of 30-nov-2024. Quality controls run prior to the event were within range. The last calibration had no alarms or errors. Upon review of the alarm trace, sample short alarms were observed. This can be an indication of poor sample quality. The field service engineer found worn rinse tubing. The tubing was replaced. A cell blank measurement passed. Controls recovered within acceptable ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they performed maintenance on the cobas 8000 c 701 module. Controls were acceptable, but when running some patient samples, a questionable negative result was encountered for one patient sample. Based on this, the customer decided to repeat the patient samples. After repeating the samples, discrepant results were found for one patient sample tested with alb2 albumin gen.2. No questionable results were reported outside of the laboratory. The sample initially resulted in an albumin value of 7.2 g/dl. The sample was repeated, resulting in a value of 4.7 g/dl. The sample was also repeated on a second analyzer, resulting in a value of 4.7 g/dl. The repeat value was deemed correct.